Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pph01 had leakage, so the pt had a reoperation to complete the case. The device was discarded. 4/10/2000 it was reported by the affiliate the staples were formed, no leak test was performed and the donuts were intact. During the reoperation the staple line was reanastomosed with suture. The pt's condition is good.